Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported when the surgeon went to assemble the kit to the device it was noticed to be damaged along with a leak. The procedure details and patient impact was not reported. Additional information was received from the company representative stating there was no patient involvement when the event occurred before performing the cataract procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A calibrated console represented, the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed all calibration and functionality checks, during laboratory evaluation. The customer's event could not be replicated. The root cause of the customer's complaint could not be established. The returned sample functioned per specifications. After investigation of this complaint. It has been determined, that this sample functioned per specifications. Therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed, this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria the sample was not received, at the investigating site. For this complaint report, visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established, as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. After an investigation of this complaint. It has been determined, that no action will be taken at this time, as a sample was not returned. And no root cause could be established. No adverse trends have been observed, associated with the reported product and event. Quality assurance has reviewed, this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).